Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of vaginal foreign body removal. This event was reported by the patient's legal representation. The surgeon is: dr. (B)(6) (implanting surgeon) urocenter (B)(6). Phone number: (B)(6). Fax number: (B)(6). Dr. (B)(6) (explanting surgeon) (B)(6)university medical center ((B)(6)) (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted into the patient during a vaginal sling bladder neck suspension procedure performed on (B)(6) 2018 to treat stress urinary incontinence. On (B)(6) 2021, the patient underwent mesh excision, urethrolysis ("lysis adhesions urethra"), and cystoscopy for the indication of bladder outlet obstruction following transobturator sling. The medical records do not indicate the symptoms the patient presented with prior to the revision surgery, but urinary incontinence was listed as an active problem. Examination did not reveal any mesh exposure and the vagina. A 22 french rigid cystoscope was inserted per urethra and the bladder, and the bladder was surveyed in its entirety. There were no tumors, stones, mesh erosion, or other abnormalities within the bladder or urethra. There was an elevated ridge at the mid to proximal urethra. The cystoscope was removed, and a foley catheter was placed. A weighted vaginal speculum and lone star retractor were placed. An inverted u incision was marked out on the anterior vaginal wall with a marking pen and hydrodissected with normal saline. The incision was created with a scalpel, careful dissection with metzenbaum scissors and loupe magnification was carried out to raise the vaginal flap. The mesh was eventually encountered at the mid to proximal urethra and was tightly banded. This foley catheter was removed, and a urethral sound was placed. The mesh was cut at midline with a scalpel. The edges of the mesh were then carefully dissected from the field for pathologic analysis. The catheter was removed, and cystoscopy did not reveal any injury to the mucosa of the urethra or bladder. The prior ridge in the urethra was resolved. The catheter was reinserted. Irrigation was then performed, and hemostasis obtained. The vaginal epithelium was closed with running 2-0 vicryl. A vaginal packing was placed in the foley catheter was placed to drainage. Lastly, the patient was taken to the post-anesthesia care unit in stable condition. After the procedure, the patient was ambulating independently. Pain was well controlled on oral medications. Also, the patient was tolerating a regular diet without nausea/vomiting. She had voided following removal of urinary catheter. Moreover, the patient had been discharged home with proper bowel regimen. Reportedly, the patient had a follow-up check-up with the urology clinic on (B)(6) 2021 and the patient was medically ready discharged.